Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that the patient was implanted on an unknown date and underwent revision surgery on (B)(6) 2020, due to an atraumatic femoral head fracture while standing up. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted on an unknown date and underwent revision surgery on (B)(6) 2020, due to an atraumatic femoral head fracture while standing up. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the unavailability of the fractured head and due to the lack of medical records, a detailed investigation could not be performed. Therefore, the reported head fracture could not be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
This follow up report is being filled to relay additional information, which was unknown at the time of the previous report. New information received: length of stay in hospital (9days) revision name and address of the hospital (initial surgery) event update: the patient had while showering felt a cracking sensation, one day before the revision. Patient had pain. Hip position: right newly implanted component: ref 01.00013.407, lot 3034676) , ref 00-8777-032-02, lot 3031142), the explants are discarded. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Additional information has been received: it was now reported that the patient had while showering felt a cracking sensation, one day before the revision. Patient had pain. Length of stay in hospital (9days) - revision, hip position: right, newly implanted component: ref 01.00013.407, lot 3034676) , ref 00-8777-032-02, lot 3031142).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.